Event description:
Report received from an abbott international affiliate which states, "the bag (suction liner) gets completely filled and the check or shut off valve does not seem to work. The device was used in major surgery when one canister was full they had to use another canister and the solution (pt body fluid) would shoot up like a fountain out of the canister. The staff would get contaminated, i.e. Sprayed in the eyes. The staff washed their eyes and were sent to the staff health center. There were no consequences to staff or the pt except for a delay in suctioning process. Status of the pt was confidential." Although requested, no further info was provided.